Manufacturer narrative:
This report is submitted on june 11, 2024.

Event description:
Per the clinic, the patient underwent skin reduction surgery under general anesthesia on (B)(6) 2024 to remove excess skin. The implanted device remains.